Event description:
On (B) (6) 2009, this patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B) (6) 2010, two contralateral leg components were implanted to address a type iii endoleak on the patient's right side. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.